Manufacturer narrative:
The customer received a replacement lid and battery. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : device not returned for evaluation.

Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated with magnet missing. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.